Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient, the device did not operate correctly. No further information was available. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device passed full functional testing including daily, weekly, monthly self-tests without duplicating the report. Internal inspection found no discrepancies. Review of the device log shows that three analyses were performed successfully and determined "no shock advised" due to the patient's rhythm being asystole. This rhythm does not meet the criteria for a shockable rhythm. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.